Event description:
It was reported that during a procedure, as the faradrive steerable sheath clear was in the left atrium, and air bubbles were observed by the physician when aspirating the sheath. Additionally, when air was observed, there was no other devices involved. The method of irrigation used was a pressure bag and it was on low rate. There was no air seen in the patient. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, as the faradrive steerable sheath clear was in the left atrium, and air bubbles were observed by the physician when aspirating the sheath. Additionally, when air was observed, there was no other devices involved. The method of irrigation used was a pressure bag and it was on low rate. There was no air seen in the patient. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle cap at the initial pressurization of the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.